Event description:
Info rec'd from attorney states: "pt had catheter replaced due to drug leakage." No further info available as of the date of this report. Follow-up 03/03/1998: pt with history of brown-sequard syndrome presented at the hosp emergency room with signs of morphine withdrawal (spasms, nausea, and generalized weakness). It is unknown whether any studies were perfomed to verify catheter patency prior to the revision surgery. At revision surgery the following day, it was discovered that the catheter had sheared as a result rubbing against the spine.it is unknown whether the fractured portion of the catheter was retrieved,or whether a portion of the catheter remains in the pt's intrathecal space.